Manufacturer narrative:
The reported events were cardiac perforation, failure to capture, high capture threshold and helix bent. The reported event of bent helix was confirmed. The reported events of cardiac perforation, failure to capture, and high capture threshold were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination were normal. The helix was bent as received and clogged with blood/tissue which contributed to the event of bent helix. Tip stiffness test was performed, and results were within specification.

Event description:
It was reported that the patient presented for an implant procedure. While attempting to implant the right ventricular (rv) lead, it was noted that the patient experienced a perforation. The rv lead was attempted to be repositioned and it was noted that the lead exhibited high capture thresholds and failure to capture, and the helix was noted to be bent. The rv lead was not used and a new lead was implanted. There were no patient consequences.